Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient's infusion set's tubing detached/broken at the site connector on an unknown date after (B)(6) 2021. Therefore, her blood glucose level was between 300 mg/dl at the time of the event which they tried to treat by changing the infusion set and multiple daily injection. The infusion had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.